Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. A review of x-ray films provided confirms alleged event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...".

Event description:
On (B)(6) 2018, patient underwent an extreme lateral interbody fusion procedure at t10-t11 levels and a posterior spinal fusion procedure at t10-pelvic levels. A post-operative CT image revealed a possibility of screw fracture at t10 and t11.